Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous interventional procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the left anterior descending (lad) artery. The lesion had calcification and the vessel was not tortuous. When the physician inflated the balloon to 10 atms on the first inflation, the balloon ruptured. The procedure was completed with a 3.0mm maverick2 over the wire balloon catheter. There were no reported pt complications. Pt status listed as "good".